Manufacturer narrative:
B5 has been updated as upon further investigation the devices involved in this event are non-stryker devices. The authors note the following, "in our series, all 5 patients with hardware displacement were operated during the first period, and 2 procedures were performed by surgeons who had no experience in vertebral body reconstruction. All these cases involved tps cages." The device related to the events captured in this report is not a stryker device. No further investigation is needed.

Event description:
This record captures a review of 'vertebral body replacement systems with expandable cages in the treatment of various spinal pathologies: a prospectively followed case series of (B)(4) patients' in neurosurgery journal (63:537¿545, 2008/ www.neurosurgery-online.com). (B)(4) patients participated in the study between (B)(6) 2004 and (B)(6) 2007, 11 patients were implanted with vlift cages. It was reported that one patient experienced progressive dysphagia due to displacement of a screw. The patient recovered completely after removal of the implant. Upon further investigation it was noted that the device involved in this event is a non-stryker device.

Manufacturer narrative:
Status and location of the device is unknown.

Event description:
This record captures a review of 'vertebral body replacement systems with expandable cages in the treatment of various spinal pathologies: a prospectively followed case series of 60 patients' in neurosurgery journal (63:537¿545, 2008/ www.neurosurgery-online.com). Sixty patients participated in the study between october 2004 and november 2007, it is unknown how many patients were implanted with vlift cages. It was reported that one patient experienced progressive dysphagia due to displacement of a screw. The patient recovered completely after removal of the implant.